Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) and system verification of the device, the batteries on the system would not hold a charge. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The user facility's biomedical engineer is going to replaced the batteries in the system and will not be returning the suspect batteries.